Event description:
It was reported that pump displayed malfunction alarm code 12 with a fault ID, and customer had previously reset pump independently without any notable events occurring before malfunction. There was no adverse impact to the customer's blood glucose level. Customer reset pump, malfunction did not recur, and technical support advised customer to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.